Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-(B)(4) and CAPA-010215.

Manufacturer narrative:
If implanted; give date: not applicable as the lens was inserted and removed. If explanted; give date: not applicable as the lens was inserted and removed. (B)(4). An attempt has been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that upon insertion into the eye of the za9003, 21.0 diopter intraocular lens (iol), the patient's capsule broke and the lens was unstable. Reportedly, the incision was enlarged, the lens was removed and a vitrectomy was performed. An anterior chamber lens was implanted as a replacement. There was no patient post-op injury. No other information was provided.

Manufacturer narrative:
Device available for evaluation; returned to manufacturer on 2/14/2019. Device evaluation: visual inspection on suspect product was performed and revealed lubricant material residues and loose particles on the lens surface that could be related to the handling of the product in a non-sterile environment. The haptics were slightly distorted. Due to the condition in which the sample returned it is not possible to determine that the reported issue is related to the manufacturing process. The reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. The search in the complaint history revealed that no other complaint has been received for this production order number. Labeling review: the labeling review was completed. The directions for use (dfu) adequately provide instructions, precautions, along with warnings for the proper use and handling of the product. Conclusion: as a result of the investigation there is no indication of a product malfunction or product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.